Event description:
(B)(4).

Manufacturer narrative:
No add'l info available at this time. MDR reportable event trends are reviewed quarterly in franchise management review meetings. No eval will be performed.